Event description:
Dexcom g6 sensor reading 141 mg/dl with a straight arrow going up. Double-checked on finger stick and blood glucose reading was 110 mg/dl. Good thing I didn't manually bolus off dexcom's faulty reading! Omnipod 5 is continuously delivering insulin based on this false high/rising blood sugar however, very dangerous.